Event description:
It was reported that during preparation of the insertion procedure while attempting to attach the tunneler component to the dialysis catheter, the plastic piece on the tunneler broke off. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the lot met all release criteria. A DHR was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or qc inspection process. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot in regards to the described problem. Investigation summary: one 14.5 fr d/l glidepath 23 cm str hemodialysis catheter with surecuff was returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as the sample evaluation confirmed a broken tunneler tip and this is a known issue for glidepath tunnelers. The end fragment of the catheter loading tip on the tunneler was broken in two pieces and the break surface profiles matched one another. The definitive root cause could not be determined based upon available information. However, it is likely that supplier related issues contributed to the reported event. Corrective action has been issued to turnxon precision co. Ltd to address the issue and identify appropriate actions. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of the insertion procedure while attempting to attach the tunneler component to the dialysis catheter, the plastic piece on the tunneler broke off. There was no patient contact.